Event description:
New information notes that the patient was stable post procedure. Related manufacturer reference number: 2938836-2020-02868.

Event description:
New information notes that the device was explanted due to premature battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unknown issue was observed on the device. No further information available.